Manufacturer narrative:
This is capital equipment and was evaluated at the customer's site: per the field service engineer (fse): upon arrival, the system as idle. Isolated failure to clogged oil filter and saturated converter. Performed preventive maintenance 2. Upon completion the system passed all verifications and an empty cycle. (B)(4) burning lungs and burning and itchy eyes. The sterrad ran a normal cycle which completed; per unit print out. The load consisted of empty syringes processed using tyvek pouches. Other load related info was not provided. The worker is exposed to the sterrad all day; the unit is in her office. The unit was repaired and is currently running without any problems.

Event description:
A report was received from the field indicating that a cloud of gas escaped from the sterrad unit while the unit was running; the worker does not know from where in the unit. The worker experienced burning lungs, itchy skin, and itchy and burning eyes. The duration of symptoms was three hours; itchy skin lasted 30 mins. Medical attention was not sought. As of (B)(6) 2009, the worker was recovered from all symptoms.